Event description:
A review of an article that evaluated the robotic-assisted surgical techniques in management of patients with complex ureteral stenosis in kidney transplant patients was performed. The study analyzed 29 patients in whom ureteral reconstruction was performed at three referral centers from november 2019 to march 2024. A total of 7 patients experienced complications. One experienced urosepsis and jj stent dislocation requiring immediate stent replacement and intensive care unit (ICU) admission. Four patients (14%) needed antibiotics for transplant pyelonephritis. One patient (3%) needed antibiotics for pneumonia and one patient (3%) for infection of unknown origin. No device malfunctions were reported, and the authors did not report any events caused by any isi device. The corresponding author was contacted and stated there was "nothing related to the da vinci system."

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. No image(s) and/or video clip(s) associated with this reported event were included in the article. Citation: vangeneugden j, et al. Robot-assisted management of complex ureteral stenosis in kidney transplant patients: multicenter case series and description of surgical techniques. Eur urol open sci. 2025;77:23-28. Doi:10.1016/j.euros.2025.05.007. Section a2: patient age: reflects the study mean age. Section a3a- patient gender represents the majority of the patients. Section b7: medical history reflects the study population co-morbidities, not the specific patient. Section d: generic da vinci xi system product information number is provided. Section e - the event site is recorded based on the location of the corresponding author's associated hospital. Section e: since this article was identified during a literature review by isi, rather than reported by the site, the corresponding author is designated as the initial reporter of the event.